Event description:
The patient called animas alleging a prime volume issue with their pump. The patient had mentioned that with each set change, the load step is not loading properly and it takes a long time to prime. Patient confirmed she is always disconnected to see insulin come out end of tubing. Patient follows correct procedure to fill cart, no dust or debris in compartment, plunger is straight. The product was replaced. When the pump came back it was confirmed that there was an issue with the force sensor.

Manufacturer narrative:
The pump has been returned to animas for evaluation on (B)(4) 2012 with the following findings: lfs received the product back from the patient and the product was investigated with the following evaluation. Keypad torn from the down button up to the up button. History showed evidence of large prime valums. Unable to load cartridge due to no cartridge detected alarm. It was noted that the force sensor flex pins were found to be partially dislodged from pcb socket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).